Event description:
The patient¿s attorney alleged a deficiency against the device. During a laparoscopic sigmoid colectomy surgery the first device used staples failed to cinch and properly close, resulting in the intestinal anastomoses failing to close. Due to this staplers misfire a second device was used to complete the colorectal anastomosis which also misfired and resulted in a colotomy. It was reported that after the usage of the devices, the patient experienced limited ability to function, failed anastomosis, permanent gastrointestinal impairment/problems, permanent injury, sick, sore, lame, disabled, disfigured, emotional distress, pain, discomfort, anxiety, unable to work, & device defective. Post-operative patient treatment included surgical intervention, ileostomy bag placement, surgical takedown procedure, medicine, hospitalization, x-rays, & medical treatment.

Manufacturer narrative:
Additional info: a2, a3a, a4, b5, b7, d4 (model #, catalog #), g4 (PMA / 510(k) #), & h6 (device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a sigmoid colectomy. During the surgery the staples failed to cinch and properly close, resulting in the intestinal anastomoses failing to close. It was reported that after the usage of the device, the patient experienced limited ability to function, failed anastomosis, permanent gastrointestinal impairment/problems, permanent injury, sick, sore, lame, disabled, disfigured, emotional distress, pain, discomfort, anxiety, unable to work, device defective. Post-operative patient treatment included surgical intervention, ileostomy bag placement, surgical takedown procedure, medicine, hospitalization, x-rays, medical treatment.